Event description:
Reporter indicated that the patient has always felt stimulation in their chest and up their neck into their ear. The patient's output current is set at 2.5ma every 3 minutes. The patient tolerates this feeling, but reports that they have a high pain threshold and the stimulation is uncomfortable. Reporter also indicated that a recent CT scan showed an abnormality around the area of the leads. Attempts to obtain additional information have been unsuccessful.